Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the internal leakage test failed during pre-use check with message 'system volume too small' and replacement of o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).